Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Eval code-conclusion updated to 24. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the pump was successfully replaced on (B)(6) 2017. The pump was scrapped by the hcp and therefore no device would be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pump logs were not available. The date on which the motor stall occurred was not available, but the event date had been previously reported as (B)(6) 2017. The motor stall did not recover. The exact date of implant was not available, but the year was accurate as 2010. The patient did not experience any symptoms related to the motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pump logs were received. A motor stall occurred on (B)(6)2017. A tube set message occurred on (B)(6)2017 there was no recorded motor stall recovery.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (50.4 mcg/ml at 49.935 mcg/day), morphine (6 mg/ml at 5.9446 mg/day), bupivacaine (2 mg/ml at 1.9815 mg/day), and clonidine (70.6 mcg/ml at 69.948 mcg/day) via an implantable pump for an unknown indication for use. It was reported that motor stall occurred. The event date was reported as (B)(6) 2017. The pump showed the message of motor stall occurred. After pump update, the motor stall persisted. The hcp decided to prescribe oral therapy and program the pump to minimum rate. It was unknown what troubleshooting was performed. Contributing factors were unknown. The pump was considered implanted - out of service, and would be replaced in the future. The issue was not resolved. The patient status was alive - no injury. There were no reported symptoms. No further complications were reported. Pump logs were provided, indicating the pump was in a state of motor stall when interrogated on (B)(6) 2017. It was also noted that the elective replacement indicator (eri) was at 1 month.

Manufacturer narrative:
Analysis results were not yet available. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.